Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device specific lot information was also not available, therefore a review of device history records was not able to be performed. However, all non-conformances were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to the issue reported. It was reported that the tip of a #8 ao hexalobular tip broke off in the head of a screw, which was implanted in the patient's bone. A number of factors could have contributed to the problem reported, the most likely cause cannot be determined with the available information. However, based on similar complaints where the device was returned, it is possible that excessive torque was applied to the device during use. This can lead to torsional failure which is consistent with the reported issue. The surgical technique includes multiple statements regarding the proper method for inserting screws into a plate: "note: to facilitate screw insertion, make multiple passes with the drill." "Caution: use care to not cross threads while inserting the screw head into the plate." "Caution: use care not to over-tighten once the screw head locks into the plate, as this can result in stripping of the screw head or deforming the driver tip." Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2019, the tip of a driver shaft (1405-2202) broke off as the surgeon was seating a screw. The broken off tip was retained in the head of the screw which was implanted in the patient. A backup device was available to successfully complete the surgery. No other patient outcomes were reported.